Event description:
Lateral cxr shows disconnect of outflow bend relief. Will take back to or monday (B)(6) 2012 and reconnect bend relief. Successful connection of outflow bend relief (B)(6) 2012. No pump exchange required.